Manufacturer narrative:
Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A non-conformance review was conducted for the reported lot and there were no ncs related to the reported event issued during the manufacturing of this lot. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the surgeon stated that during the procedure, they insufflated the button with 5cc of sterile water, as they normally do in such procedures. However, the button broke, leading the surgeon to report to the technovigilance program that the button was damaged beforehand.